Event description:
The customer contact reported backflow of IV fluid from the secondary line into the primary line. The pump was returned to the biomedical department with an unsigned note that stated, "broken, secondary IV backs up into primary IV bag". No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.